Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Analysis of the lead (B)(4) found no anomalies with the device.

Event description:
Information was received from a manufacturer representative reported that during intra-operative testing electrodes 4 and 5 had out of range impedances. It was noted that multiple impedance checks were performed. The lead was never implanted and the patient did not experience any symptoms. The issue was said noted to be resolved after the lead was not used.